Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(4) displayed user advisory (ua) 02 (compression tracking error)" was confirmed during the archive data review and load cell characterization test. The root cause of the customer-reported complaint was a defective load cell. The cracked front enclosure and load cell failure were likely attributed to mishandling, such as a drop. During visual inspection, unrelated to the reported complaint, the front enclosure was observed with a crack in the front-end area and the load plate cover with multiple cuts /rips. The probable root cause for the observed physical damages was user mishandling. The front enclosure and the load plate cover need to be replaced to address the observed physical damages. The archive data review indicated (ua) 02 on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform passed the initial functional testing without any error or fault. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The load cell characterization test confirmed that load cell module 1 did not respond when the load was applied. The root cause of the intermittent (ua) 02 message was determined to be a failed load cell module 1, which needs to be replaced to address the customer-reported complaint. Waiting for the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
The autopulse platform sn (B)(4) was used to resuscitate a patient in cardiac arrest. The platform displayed a user advisory (ua) 02 (compression tracking error) error message instructing the crew to lift the lifeband, check the patient's alignment, and press the restart button. Despite following steps and pressing the start button, the device did not initiate compressions. No additional messages were displayed on the screen. The driveshaft position was checked and confirmed to be in the home position. The patient's status information was requested but the customer did not provide a response.